Event description:
It was reported that the patient experienced a loss of therapeutic and acute pain in her back and felt the need to urinate even though she did not have a full bladder. This started following an unrelated medical procedure: an ileal conduit revision was done in (B)(6) 2010. The physician wanted the patient to completely drain her implantable neurostimulator (ins) of all power before going forward with the surgery. Her physician did not want her to use the device until she was completely healed from the surgery which was 3 weeks later. Since then she has not felt stimulation. The ins was implanted to help with phantom bladder symptoms. Troubleshooting was done and the manufacturing representative tried to "jump start" her ins but was unsuccessful. The patient saw her physician on (B)(6) 2011 to recharge the ins but they did not have a recharger. It was also reported that the patient experienced coupling/communication issues and an overdischarge was suspected. The last time stimulation was felt and a last recharging session was approximately 12 months prior. The patient was requesting removal of the device. An appointment was scheduled with the patient's physician on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-45, lot# v164525, implanted: (B)(6) 2008, product type lead; product ID 3487a-45, lot# v164525, implanted: (B)(6) 2008, product type lead; product ID 3487a-45, lot# v164525, implanted: (B)(6) 2008, explanted: product type lead. (B)(4).